Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a tachycardia episode that appeared to record noise/ artifact. It was further reported that the icm ignored beats. It was noted that the patient had an magnetic resonance imaging (MRI)/magnetic resonance angiography (mra)/computed tomography (cat scan) during the time of the recorded tachycardia episode. The icm remains in use. No patient complications have been reported as a result of this event.